Event description:
During an arthroscopic cuff repair the physician (australia) was utilizing a magnum2 knotless implant. The suture was loaded correctly onto the snare, the suture failed to tension. The suture was removed from the anchor and another anchor was used to complete the procedure. However, the physician was required to drill a new bone hole for the implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age and gender were requested but were not received. Evaluation summary: a review of the device history records found no non-conformances associated with this manufactured lot.